Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During an atrial fibrillation procedure in which a farawave nav was selected, the patient initial arterial blood gas (abg) at induction showed a potassium level of 3.8. During the case, the physician observed unusually dark blood and requested another abg, which returned a potassium level of 6.5 with concern for hemolysis. The patient was treated with insulin and later cardioverted after the ablation was completed. The patient is currently recovering and being monitored and was not admitted to the hospital. The device is not expected to be returned as it was disposed.